Event description:
It was reported to philips that while placing a stent in a patient, the physician felt that the flow diverter behaved as if it were too big. The physician stated that they re-measured the vessel with 2d digital subtraction angiography (dsa), and it was 1 mm smaller (4.5 mm vs 5.6 mm) than the 3d measurement. The larger stent was left in place and there was no reported patient or user harm. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that while placing a stent in a patient, the customer noticed a difference in measurements while performing a planned, non-emergency neurovascular treatment, using smartct 3d vessel analysis to measure the vessel and determine the flow diverter stent size. However, the procedure was completed using 2d dsa measurements (digital subtraction angiography) and no harm to the patient or user was reported to philips. The customer observed during a procedure that the value remeasured in 2d dsa, was approximately 20% smaller compared to the 3d vessel analysis. As a result, the physician requested guidance on which measurement should be relied upon in the future. The remote service engineer (rse) connected with customer remotely and recommended to use the 2d measurements, or 2d measurements directly from the x-ray system. The rse confirmed that there was no malfunction with system and it was working with full functionality.at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In this scenario, the customer requested guidance on using 2d and 3d dsa measurements, and there was no product malfunction involved. Based on the investigation results, philips concludes that the complaint is not reportable.the codes were updated based on the investigation outcome.